Event description:
During a pci treatment procedure, the sentinol biliary stent system became stuck on a magic torque guide wire. The pt was asymptomatic during this event. The lesion being treated was an 80% stenotic lesion in the superficial femoral artery. The sentinol stent was approx .5 cm away from the target lesion, when this occurred. The physician advanced both the sentinol stent system and the magic torque guide wire as one unit, and was able to deploy the stent in the target lesion. No pt injuries or complications were reported. Pt status is reported as 'fine'.